Manufacturer narrative:
There were two devices impacted by this issue, referenced within a single complaint. Therefore, two separate mdrs are being submitted to reflect each device. The complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
On (B)(6) 2026, (B)(6) inc. Contacted the manufacturer to report that upon opening the packaging of the vial2bag advanced® 20mm admixture device, a nurse observed that two devices appeared to have debris within their containers. There was no patient involvement and there was no harm reported.